Event description:
It was reported that multiple insulin cartridges had leaked during the past 1.5-2 months. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).